Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration/ migration of essure device location of device: right side ovary') and endometritis ('endometritis') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, post coital bleeding, unspecified abnormality of labor, with delivery, fetal heart rate abnormal, menarche and uterine leiomyoma. Concurrent conditions included noninfectious myelitis and endometriosis. Concomitant products included brompheniramine maleate; phenylephrine hydrochloride (bpm pe), cyclobenzaprine, diazepam, diclofenac, fluoxetine, hydrocodone, metronidazole, minocycline, paracetamol (acetaminophen) and prednisone acetate (prednisone). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse") and pelvic pain ("pelvic pain/ left side pain/ right side pain"), 6 years 1 month after insertion of essure. On (B)(6) 2016, the patient experienced fatigue ("fatigue"), depression ("hormonal changes describe: depression") and anxiety ("hormonal changes- describe: anxiety"). On (B)(6) 2016, the patient experienced migraine ("migraine/ migraines / headaches") and headache ("headache"). On (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia/ (inability to have sexual intercourse)"). On (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), mood swings ("hormonal changes/hormonal changes describe: mood swings"), mental disorder ("psychological or psychiatric problems") and discomfort ("discomfort"). The patient was treated with surgery (hysterectomy (partial) / salpingectomy (one side removal of fallopian tube). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, endometritis, menorrhagia, mood swings, migraine, headache, vaginal haemorrhage, mental disorder, fatigue, depression, anxiety and discomfort outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, discomfort, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, headache, menorrhagia, mental disorder, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date previously reported as on (B)(6) 2010 and now in follow-up reported as on (B)(6) 2009. Patient received treatment for apareunia, dysmennorhea, dyspareunia, pelvic / abdominal pain, menorrhagia, migration,hormonal changes, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion. Other (please describe) no ink came through. Imaging procedure: on (B)(6) 2009: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. New events: hormonal changes- depression, anxiety added. Hormonal changes also updated to mood swings. Onset dates for events were added. Concomitant conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, hormone level abnormal, migraine and headache outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date previously reported as (B)(6) 2010 and now in follow-up reported as (B)(6) 2009 patient received treatment for apareunia, dysmenorrhea, dyspareunia, pelvic/ abdominal pain, menorrhagia, migration,hormonal changes, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: previously reported event "injury" was updated to new event essure migration, apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), hormonal changes, migraine, headache was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration/ migration of essure device location of device: right side ovary') and endometritis ('endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, post coital bleeding, unspecified abnormality of labor, with delivery, fetal heart rate abnormal, menarche and uterine leiomyoma. Concomitant products included brompheniramine maleate;phenylephrine hydrochloride (bpm pe), cyclobenzaprine, diazepam, diclofenac, fluoxetine, hydrocodone, metronidazole, minocycline, paracetamol (acetaminophen) and prednisone acetate (prednisone). On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain/ left side pain/ right side pain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia/ (inability to have sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine/ migraines / headaches"), headache ("headache"), vaginal haemorrhage ("abnormal bleeding vaginal"), mental disorder ("psychological or psychiatric problems") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes/hormonal changes describe: unknown"). The patient was treated with surgery (hyst. (Partial)/ salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, endometritis, menorrhagia, hormone level abnormal, migraine, headache, vaginal haemorrhage, mental disorder and fatigue outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date previously reported as (B)(6) 2010 and now in follow-up reported as (B)(6) 2009 patient received treatment for apareunia, dysmennorhea, dyspareunia, pelvic/ abdominal pain, menorrhagia, migration,hormonal changes, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Other (please describe) no ink came through. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet and medical record received. Reporter information updated. Product information details updated. Essure stop date updated. Other relevant history and lab data updated. Events : abnormal bleeding vaginal, psychological or psychiatric problems, fatigue, endometritis newly added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.